Event description:
On (B)(6) 2012, the patient contacted animas stating that the keypad buttons were unresponsive after exposure to moisture. The patient noted a tear and moisture in the pump, and was unable to confirm whether the damage occurred before the water exposure or the response issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was peeling at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast keypad button was intermittently unresponsive; all other keypad buttons were unresponsive. During investigation, evidence of contamination was found under all keypad contacts. The pump failed a leak test and evaluation revealed moisture in the pump. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.